Event description:
Aortic cannula placed for cardiopulmonary bypas. During de-cannulation three days later there was difficulty in removing aortic cannula resulted in the cannula unraveling. The possibility exists that a portion of the cannula was not retrieved.